Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating on (B)(6) 2013, she experienced a blood glucose (bg) value of 460mg/dl with nausea, vomiting, shortness of breath and was hospitalized. The patient reportedly was removed off the pump and used an alternative form of treatment. The details on the back-up treatment were reportedly not provided. The patient reportedly replaced the site at 6:53pm on (B)(6) 2013. The patient reportedly did not fill the cannula properly when the pump history was reviewed by customer support (cs). It was also noted that the patient was using refrigerated insulin and prefilled cartridges 2 months ahead of time. The patient stated that her fill technique was not slow, she pushes air through insulin when pressurizing the insulin vial and does not assess for air bubbles. The patient reportedly has been using the abdomen for 4 years and has scar tissue. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient was using the incorrect fill technique, was not assessing for air bubbles, was not pressuring the vials correctly, was using pre-filled cartridges, was not rotating sites appropriately and was not using room temperature insulin.